Event description:
Synthes vet in-house consultant reported the tip of the depth gauge broke off during a surgical procedure. The broken piece was recovered. No harm was caused to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection revealed the measuring hook is broken off where it threads into the slider. The fracture faces on both the slider and measuring hook are homogenous which indicates material uniformity. There is no lot number etched on the sleeve and the measuring hook has a threaded end. The returned device is at least 7 years old based and shows signs of extensive use. Based on the complaint and no lot number on the returned device, the exact age cannot be determined. Review of the drawings indicates that the part was manufactured between 1997 and 2004 based on the requirement for lot identification. Therefore rate, age of the device and signs of extensive use, there is no indication of any manufacturing or design related issues. The event is determined to be invalid and there are no indications of any design related issues with the returned part.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).